Event description:
Several times during the procedure the pt's head slipped. Face checked 2 times under drapes. When drapes removed the pt's nose was against the clamp bar. There were no scratches around the pin sites-pins did not slip-clamp rotated?